Event description:
It was reported that during a da vinci- assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument had broken tip. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no report of patient injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 02-august-2022: the harmonic ace instrument was inspected prior to use with no damage observed. The instrument was in use for less than an hour and broke while it was being used for dissecting tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur and there was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The harmonic ace instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer was unsure if the instrument collided with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
Isi has requested the harmonic ace instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the harmonic ace instrument (part number 480275-08/lot number l90220206-0074) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted for review. This complaint is reportable malfunction and adverse event due to the following: it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿tip has been broken". For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.61" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause was attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6) ) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on 05-jul-2022 via system serial# (B)(6). This is a single-use instrument. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 corrected information can be found in the following field: d4 (batch sequence was updated). Failure analysis information can be found in the following fields: h6 and h10.